Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. The lead showed high pacing thresholds. During a revision procedure there was difficulty removing the lead and helix retraction issues were encountered. Lead repositioning was not possible and so this lead was explanted and replaced with a new lead. This device is not expected to return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. The lead showed high pacing thresholds. During a revision procedure there was difficulty removing the lead and helix retraction issues were encountered. Lead repositioning was not possible and so this lead was explanted and replaced with a new lead. This device is not expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to field h6 patient code, to include perforation.